Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with a scs system. Pt was not getting stimulation. When attempting to charge for the first time, they kept the charger, charging for hrs. Ac adapter light remained yellow, when they disconnected, the charger from ac adapter, the ac adapter light turned green every time. The pt kept having charger issues so, a new one was sent. However, it did not resolve the problem. The pt had an x-ray. The x-ray showed that one lead was out of the battery and would require a revision. The pt had a revision on (B)(6) 2010 and at that time an extension was removed and replaced. Stimulation was restored and pt is doing well.